Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that inaccurate cgm values occurred. The event occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. It was reported via email that the patient was seen at the hospital with a cgm reading of 8.0 mmol/l and a blood glucose reading of 47.0 mmol/l. The patient experienced diabetic ketoacidosis. No further information regarding the event was reported. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.